Event description:
It was reported that in preparation for a drug eluting stenting procedure, stent damage occurred. The physician unpacked the taxus liberte 16 x 2.50mm stent and one of the stent struts was bent. No patient injuries were reported.

Manufacturer narrative:
Visual and microscopic examination of the device noted that the hypotube was severely kinked, approximately 52.5 centimeters distal from the catheters strain relief. Further visual examination of the stent noted mid-stent strut damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The device had been prepped for use as there was evidence of solidified blood inside the inflation lumen. We advise in the dfu that 'removal of the product mandrel and stent protector by grasping the catheter just proximal to the stent and with the other hand grasp the stent protector and gently remove distally.' This prevents the tip and stent from becoming damaged during the initial preparation of the device. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. However, this device had been prepped for use and it is advised that care should be taken not to damage or disrupt the stent during device preparation.